Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed with error 1660. The patient had been instructed to remove the battery and restart the pump; however, the alarm persisted. The battery compartment had been cleaned, and another attempt to restart the pump was made, but the alarm continued. The patient had been instructed to turn off the pump, clamp the tubing, and contact the clinic. Pump settings could not be confirmed due to the ongoing alarm. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.